Event description:
In this event it was reported that an ankylos c/x that was placed on (B)(6) 2012, was inserted too close to the mandibular nerve and led to paraesthesia of the patients lower lip. As a result, the implant was extracted the same day. The current status of the patient is unknown; the next appointment is scheduled. However the dentist assumes that due to the fact that the patient did not contact the dental office in the meantime the situation might be improving.

Manufacturer narrative:
Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803.